Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) defibrillation impedance has been high. There have been no alerts because all of the alerts were programmed off. A fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. (B)(4).

Event description:
It was further reported that the rv lead continued to exhibit high impedance. The lead was capped and replaced.